Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell on 2020-nov-24.  After his fall he has noticed a change in his stimulation coverage. Prior to the fall the patient states that he was "quite happy" with his program b that offered relief to his low back. Patient was met with (B)(6) 2020 to check connectivity and impedances that were all within range. The patient indicated that his falls were pre-existing to the spinal cord stimulation therapy. The patient was able to receive new programming to resolve the issue. There was no surgical intervention planned or performed.